Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, when the 10 cm heating coil is activated, the catheter shaft near the skin overheats and becomes painful to touch. Switching to the 2.5 cm coil prevent this issue but fails to reach 120 °c within 20 seconds during the first cycle. There was no reported patient injury.

Manufacturer narrative:
H11: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4(medical device expiration date#), g3, h6 (device, method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, when the 10 cm heating coil is activated, the catheter shaft near the skin overheats and becomes painful to touch. Switching to the 2.5 cm coil prevent this issue but fails to reach 120 °c within 20 seconds during the first cycle. There was no reported patient injury.